Event description:
The reporter stated the surgeon implanted on 12.0mm icm120v4 implantable collamer lens on (B)(6) 2012 in pt's right eye. The lens was explanted on (B)(6) 2013 due to excessive vault. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4).